Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed using a watchman trusteer access system (was) and a watchman flx pro laa closure device and delivery system (wds). Transseptal puncture (tsp) was performed with a versacross connect device. During the first tsp attempt, the wire was not visualized, prompting retraction of the system. A second attempt was then performed successfully. Following successful transseptal access, the wds was advanced into the left atrial appendage (laa), deployed, and successfully implanted. A post-implant effusion sweep performed immediately after the procedure showed no evidence of effusion. Later that afternoon, a pericardial effusion was identified surrounding the heart, though it did not result in any significant clinical effects. The physician suspected that the effusion may have occurred during the transseptal puncture. No intervention was required to treat the effusion. There were no further complications and the patient was discharged.